Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 11 years, since the subject device was manufactured. Based on the results of the investigation, the subject device was not returned to olympus for evaluation. Therefore, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional relevant information becomes available.

Event description:
It was reported, before the diagnostic endobronchical ultrasound (ebus) procedure, a b40, white balance, and check ultrasound connection errors occurred on the video system center. The pigtail was noted to be malfunctioning and another pigtail was borrowed from another device. The issue caused a 45 to 60 minute delay in the procedure while the patient was under general anesthesia. The procedure was completed with the same device.